Event description:
The hospital reported that during surgery vasoview hemopro 2 would intermittently burn making it difficult to harvest the vein in a smooth transition. New device was used to complete the procedure. No patient harm. Minimal delay.

Manufacturer narrative:
Tw (B)(4). The device has been returned to the factory and will be evaluated. A supplemental report will be submitted when the evaluation is completed.